Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records revealed there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: product was received in a plastic pouch. Supplier measured the products and could not find any non-conformance on the products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a cortex screw would not fit through a guide block as it should during an open reduction internal fixation (orif) of a distal radius. During the procedure the guide block was attached, the plate was initially affixed to the bone then an attempt was made to put an initial screw through the block. They drilled with the guide through the guide block, measured, attempted to put a 2.4mm cortex screw through the guide block and the head of the screw would not fit through the guide block as it should. They tightened the screw, put in another screw and the procedure was completed. There was a surgical delay of less than 15 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.